Event description:
A report that the patient's precision system was explanted was received. The reason for explant was that the patient reported feeling "shocks." During the procedure, the physician discovered one of the leads was fractured. The patient is reportedly doing well.